Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with prodisc-l at l5-s1 in (B)(6) 2005. Patient has experienced persisting low back pain since (B)(6) 2005. Patient was returned to the o.r. On (B)(6) 2013 for removal of prodisc-l and revision to synfix implant with dorsal fusion at l5-s1. This report is for an unknown prodisc-l inferior endplate. This report is 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Report is for an unknown prodisc-l inferior endplate, quantity 1. Implant date reported as (B)(6) 2005. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.